Event description:
It was reported that a needle retraction issue occurred during use with a syringe integra 3ml ll . The following information was provided by the initial reporter, "I have just received a complaint/concern from one of our customers on the integra syringes (305283). There were 6 boxes purchased in february, 2019. The complaint is that two of the syringes have snapped when used on a client. They do not want to continue use and have expressed their concern. Has there been a recall on this item? " 2 occurrences were reported. The dates, times, and patient information were not given. Costumer provided multiple lot numbers, but is not sure which are associated with the syringes in question. 6320741 (2 boxes) 7146782 7334976 (2 boxes) 5327742.

Manufacturer narrative:
H.6. Investigation: it is unknown from description what the reported issue with the product is. Please note that this product has a retractable needle safety feature as part of its design. Since no samples displaying the reported condition were received a potential root cause could not be defined. A device history record review showed no rejected inspections or quality issues during the production of the all possible lot number reported that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The lot# is unknown, but the possible lot# information is as follows: medical device lot #: 6320741, medical device expiration date: 2021-10-31, device manufacture date: 2016-11-15. Medical device lot #: 7146782, medical device expiration date: 2022-05-31, device manufacture date: 2017-05-26. Medical device lot #: 7334976, medical device expiration date: 2022-11-30, device manufacture date: 2017-11-30. Medical device lot #: 5327742, device manufacture date: 2015-11-23. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle retraction issue occurred during use with a syringe integra 3ml ll . The following information was provided by the initial reporter, "I have just received a complaint/concern from one of our customers on the integra syringes (305283). There were 6 boxes purchased in february, 2019. The complaint is that two of the syringes have snapped when used on a client. They do not want to continue use and have expressed their concern. Has there been a recall on this item? " 2 occurrences were reported. The dates, times, and patient information were not given. Costumer provided multiple lot numbers, but is not sure which are associated with the syringes in question. 6320741 (2 boxes), 7146782, 7334976 (2 boxes), 5327742.